Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: please look at the attached photo of a strange orange stain in the port. This order was scrapped and remade.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and one (1) photo were submitted to the manufacturer for evaluation. Through visual examination of the photo, it was observed that the bag was already filled and had a pale orange spot on the filling tube after the non-reopening clamp towards the lf connector. Through visual examination of the sample, the presence of a round, pale orange spot on the filling tube with an approximate size of 2.5 mm in diameter embedded into the tubing wall was observed. The reported issue is confirmed. The bag was filled with saline solution and then filtered on a membrane. The results showed that the spot is a superficial inclusion within the tubing wall rather than a detachable particle. The appearance of the spot indicates an issue that occurred during the production of the tube, likely caused by residual of raw material melted during extrusion, which went undetected by the operator during the subsequent production phases due to its minimal size and appearance. This defect is considered cosmetic and does not compromise the integrity or safety of the product. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.